Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. Can you explain ¿previous ssf¿? Date of index surgical procedure? What was the name of the initial procedure? What tissue was the ethibond suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? What was the indication for performing an MRI? What post operative date did the patient experience the event? Was the suture removed during a second procedure? What was the appearance of the suture during the second procedure? If suture broke, did it break at the initiation point, middle or end? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Can you provide the lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Do you have any suture to return for evaluation? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on an unknown date and suture was used. The patient experienced previous ssf with suture with vaginal bleeding and discharge. The MRI showed inflamed tract along from vagina to sacrospinous ligament. The suture was removed. No additional information was provided.